Manufacturer narrative:
Additional information was received that the lead exhibited high impedances which caused the patient to experience loss of stimulation. The physician suspected device malfunction. The patient is doing well post operatively. Sc-2352-70: (B)(4). Visual and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The leads got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patient underwent a revision procedure wherein two leads were removed and two new leads were implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 13707074.

Event description:
A report was received that the patient underwent a revision procedure wherein two leads were removed and two new leads were implanted.